Manufacturer narrative:
A philips authorized service provider (asp) evaluated the device and confirmed the reported problem. The asp determined the tidal volume configuration was incorrect. The asp reset the tidal volume configuration to resolve the issue. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer reporting a high tidal volume message occurred on the v60ventilator. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse reported that a device restart did not resolve the issue. The investigation is ongoing.

Manufacturer narrative:
E1:(B)(6).